Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the synchroseal instrument wrist was aligned but off axis causing difficulty removing the instrument. It was necessary to remove the instrument from the patient together with the trocar and detach it from the robotic arm. A backup instrument of a different type was used and the procedure was completed with no reported injury. Synchroseal is a bipolar electrosurgical instrument for use with a compatible da vinci surgical system and a compatible electro surgical generator. It is intended for grasping, dissection, sealing and transection of tissue. Synchroseal can be used to seal vessels up to and including 5 mm in diameter and tissue bundles that fit in the jaws of the instrument.

Manufacturer narrative:
The instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the synchroseal instrument (480440-05 / lot# l91211114-0167) associated with this event has been performed. Per logs, the single use instrument was used on (B)(6) 2022 on system (B)(4) for approximately 1 hour and 15 minutes. A review of the provided image is consistent with the alleged complaint. The image and video snippet showed the snake wrist was dislodged and one of the snake wrist cables was broken. The video shows the instrument not being able to removed from the cannula as a result of the dislodged snake wrist. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being classified as a reportable event due to the following conclusion: the instrument could not be removed from the cannula due to a broken cable and dislodged snakewrist. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed the device investigations. Failure analysis (fa) investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken snake wrist cable to be related to the customer reported complaint. The synchroseal instrument was found to have a broken snake wrist cable at the distal end. For clarification, the instrument was not returned with a dislodged snake wrist. The instrument was placed and driven on a test system and passed recognition and engagement tests. The grips opened and closed properly. The jaw ceramic dots were all present. Energy was delivered without any issues. The synchroseal instrument was installed and removed from the system without any issues and did not get stuck in the cannula upon removal. A review of remotefe logs showed no failures. The root cause of this failure is attributed to component failure. Additional observation not reported by site was also identified: upon visual inspection, the synchroseal instrument was found to have a dislodged jaw cover. The missing material measured approximately 0.249" - 0.590" and was not returned with the instrument. The root cause of this failure is typically attributed to mishandling / misuse.